Event description:
Account alleged that the foot extension causes the bed to lock out. Foot extension cable is shorted. No impact.

Manufacturer narrative:
Account found that the cable had gotten pinched and was shortening to the frame. Account replaced the motor to resolve the issue.